Event description:
Consumer complaint of high control results. Performed control test - 322 mg/dl. Range of control test is 92-124 mg/dl. Based on parkes error grid analysis, the bias between the average result in range (108) and the control test result obtained (332) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).